Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was >8 inr. The corresponding lab result reported was 2.99 inr a repeat test on the device was 3.2 inr they had difficulty in obtaining a blood sample for the first test.